Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested patient demographics were not provided.

Event description:
It was reported the staff continues to have problems with the luer connections coming loose at a variety of times during the patient¿s stay. The connection comes loose at the IV, the IV connector piece that comes in the package, and at the 3-stopcock area. It is not always recognized that the tubing has come apart. This happens 3-6 times a week. There is no patient harm. This is 4 of 6.